Manufacturer narrative:
Evaluation result: shroud, release pedal.

Event description:
It was reported by service report that the head end jack won't pump up. No patient involvement or adverse consequences are reported.